Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). (B)(4). Device is an instrument and is not implanted/explanted. Device is expected to be returned for manufacturer review/investigation, but has yet to be received. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during surgery on (B)(6) 2015, while treating a subtrochanteric fracture, the locking mechanism of trochanteric fixation nail advance would not advance. When removing the insertion handle to complete the surgery, the cannulated connecting screw would not disengage from the nail. The surgeon made multiple attempts to remove the screw using a t-handle ball hex screwdriver. During this process the ball broke off and was retrieved. The handle was unable to be removed from the nail. The surgeon proceeded to remove all implantable devices (helical blade was damaged in removal) and a second set was used to complete the surgery. There was a surgical delay of approximately 20 minutes. The surgery was successfully completed with no harm to the patient. This report is 3 of 5 for (B)(4).

Manufacturer narrative:
Part was returned 12/28/2015, however the device was stuck inside another part and it was unknown it was returned until 1/29/2016. A product development investigation summary was performed - a tfna cannulated connecting screw (03.037.010, lot 9343575) was received connected to a tfna nail and insertion handle. The threads of the connecting screw were bound in the locking mechanism of the nail, preventing removal with a standard ball-hex screwdriver. After many attempts to loosen the connecting screw with a screwdriver and wrench in the test lab, the returned connecting screw eventually detached from the insertion handle. The force required to do so would have made removal during surgery extremely difficult. The investigation revealed the locking mechanism in the nail was seated too high into the nail, causing it to bind to the connecting screw. The locking mechanism is set by manufacturing during the assembly process. After assembly, a tight-fitting pin is inserted through the oblique head element hole to ensure that the prong of the locking mechanism is not blocking the hole. The design allows for clearance within the assembly per the tolerance stacks. However, because the lock prong would not advance forward, it appears to be positioned too high, which created interference with the connecting screw and prevented the connecting screw from loosening. Further investigation of the matter resulted in a recall of nail lots that had been inadequately inspected for lock prong placement. The DHR for lot: 9954217 shows the lock prong placement for this nail was inspected and found to be adequate. Extensive testing was completed that shows that the locking mechanism remains in the set position during vibration and transit to the hospitals, so the lock should have been in the correct place prior to the surgery. At some point prior to inserting the connecting screw, the locking mechanism moved too high within the nail and caused the connecting screw to bind to it. Without further information, the exact reason for the incorrect prong placement is indeterminate. Based on the investigation, the incorrect placement of the locking mechanism caused the connecting screw to bind in a way that made it impossible to remove during the case. Because the tolerance stack is correct and the manufacturing record indicates that the nail was inspected, the reason for this is indeterminate. DHR review - manufacturing location: (B)(4). Manufacturing date: 31 march 2011. No ncr's were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.